Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.

Event description:
The facility reported to customer service that the pump-head module keypad was not working on a pump. It is unk when this event occurred. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.